Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated, the patient died approximately five months post the implant of the device and defibrillation lead. The primary cause of death per the certificate of death was cardiac arrest; no secondary causes were listed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary - (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.